Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.  (B)(4). The expiration date is not currently available.

Event description:
It was reported by our affiliate that the needle broke. The patient accepted arthroscopic synoviectomy and excision of lesion with shoulder arthroscopy. The tip of needle broke during procedure. The broken piece remained in articular cavity of patient. It could not be retrieved due to small. Changed the new one to complete. Now patient condition is stable. No known patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device has been received and evaluated. Visual observation confirmed that the tip of the needle is broken hence, the complaint is confirmed. The possible root cause for the above failure can be repeatedly passing the needle through excess tissue causing the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the mitek complaints system revealed one similar complaint for this lot of devices with the product code that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).